Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low blood glucose event indicated by the ilet system, then consumed a bowl of cereal without a meal announcement, experienced a subsequent hyperglycemic spike, delivered correction insulin, and later trended down again; blood glucose at the time of contact was 94 mg/dl. Symptoms included hypoglycemia without loss of consciousness or other acute clinical effects. Outcomes included no medical intervention, no hospitalization, no back-up therapy use, and no reported functional impairment. Investigation included complaint review, user interview, and troubleshooting with education on treating lows with 15 g fast-acting carbohydrates, rechecking in 15 minutes, and making a meal announcement before eating. Investigation of this case revealed user technique and carbohydrate management factors, with no device malfunction reported. It was concluded that the event was consistent with hypoglycemia of unclear cause, with contributory user actions related to treatment and meal handling. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.